Event description:
Customer reported mistypes with fwd_aborh assay. Known a blood type donors typed as ab blood type.

Manufacturer narrative:
Customer was contacted on several times to obtain more information regarding the complaint and download results images from the customer's instrument for investigation. According to the galileo operator manual, forward only abo typing has a higher risk of mistype due to the absence of reverse results. Abo-rh results should always be compared to the patient or donor history.